Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was found to have a kink; however, no leaks or tears were found during leak testing. It could not be determined when or how the kink occurred. No other damages or defects were found, and the device was still able to deliver insulin without concern. The download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 350 mg/dl. In order to treat the high bg, a new pod was applied. The pod was worn on the patient's abdomen for between 4 and 24 hours.